Manufacturer narrative:
(B)(4)

Event description:
It was reported that" on (B)(6) 2026, the doctor feedback after a period of use the extension line was found deformed during used on the patient. " associated complaints 9680794-2026-00237 and 9680794-2026-00238.

Manufacturer narrative:
(B)(4). The reported issue that the extension line was found deformed and discoloured was confirmed upon investigation of the returned sample. No unit was returned for evaluation. It is unknown to what extent and degree of deformation was observed. The additional information noted no harm to the patient. The IFU states the following: avoid excessive or prolonged use of alcohol-based solutions and ointments to clean catheter or site care. Clean skin around catheter using acceptable skin antiseptics. Cover exit site with sterile occlusive dressing for the entire duration of implantation. If catheter swelling is observed, discontinue use and replace catheter. Exit site and dressings must be kept clean and dry. A DHR review was completed and no relevant findings or non-conformities were noted. Based on the information, the most likely root cause of the issue is undeterminable. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that"(B)(6) 2026, the doctor feedback after a period of use the extension line was found deformed during used on the patient. " associated complaints 9680794-2026-00237, 9680794-2026-00236 and 9680794-2026-00238.